Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have reverted to a safety mode status. Further intervention will be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.